Event description:
It was reported that during a routine device change out procedure this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements and high thresholds. Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.